Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%. Donor 2 hct: 47%. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, returned meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.4 inr, returned meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). On (B)(6) 2020, the first meter result was 2.2 inr. The second meter result was 2.9 inr. The third meter result was 2.8 inr. All tests were within 10 minutes of each other. On (B)(6) 2020, the first meter result was 2.1 inr. The second meter result was 2.8 inr. The tests were within 5 minutes of each other. The customer's therapeutic range was not provided.